Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high impedance was read after performing both system and normal mode diagnostics on a vns pt at a follow-up appointment with the treating neurologist. The pt reported no trauma or manipulation that could have had contributed to the high lead impedance as well as no adverse events related to the high lead impedance. Additional info was received through a company representative indicating the pt is likely to undergo vns replacement surgery due to the high lead impedance. Diagnostics prior to the high lead impedance were not available, and the pt's device was programmed off after the high impedance was read.